Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter fusiform abdominal aortic aneurysm approximately one year ago. Infrarenal angle of 20 degrees. Aortic neck was 22 mm in diameter and 16 mm long. Distal aorta was 25 mm in diameter. Iliacs were 10 mm in diameter. Iliacs were mildly tortuous. Right femoral was 8 mm in diameter and the left femoral was 7 mm in diameter. It was reported that the main body was deployed such that suprarenal stents were crossing both renals. Both the left and right limbs were distal to the internal iliac arteries. It was reported at the one year follow-up; a full length occlusion of the left contralateral limb was discovered. The occlusion was reported as not related to the study device or procedure. The patient is suffering from claudication. The event outcome is unresolved and no intervention has been scheduled. Further assessment is required prior to treatment. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): occlusion, unknown cause of event.

Manufacturer narrative:
Results, conclusion: inherent risk of procedure (death), (unknown cause of event).

Event description:
It was reported that the patient expired, cause of death is unknown. An autopsy was not performed and a death report is not available.